Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD)&#513;d a wireless telemetry issue. The ICD was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The product analysis laboratory (pal) confirmed that tel-c was not functional. It was determined that the radio frequency module was not turning on and was triggering the firmware to disable tel-c. Diagnostic testing identified the xad0_pio0 pin of the rfm as failing interconnect test.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon secondary review it was determined that at the time of the event, an alternative route of telemetry was active and functional suggesting that communication with the device was still possible and the device was still able to perform its essential function.